Event description:
It was reported that the "unit was not working". There was a patient involved. The issue continued to occur "even after trouble shooting, trips to biomed and back, the issue persisted". The issue continued to occur immediately upon return from service by company. There is no patient or clinical injury however the machine was not usable for a number of "mtps and blood and other products needed to be delivered via pressure bag only". The outcome was ongoing, product was removed from service and a rapid infuser was purchased.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: on review it was identified that this event was reported and documented on mrn number: 3012307300-2023-09750. 3012307300-2023-09749 has been identified as a duplicate. Please disregard all reports associated with 3012307300-2023-09749.